Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "opened an implant and once it was on the table found out it was expired. Implant was not implanted instead of press fitting physician had to cement a different stem."